Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was returned to guidant's reliability assurance laboratory due to no telemetry.